Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 407658 implantable pacing lead, implanted: (B)(6) 2009; 407652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.